Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed that the right atrial lead sensed ventricular signals and capture the ventricle. Lead dislodgement was suspected. The patient was stable. Further information was requested but not received.

Event description:
New information received notes that the lead was successfully repositioned on nov 14, 2024. The were no further patient consequences reported.